Event description:
Customer reported trough a follow up call, the insulin pump was making a grinding noise when he pressed the act button to rewind it. Customer requested the device to be replaced. Customer's blood glucose was not provided and no troubleshooting was performed. The device will be returned for further analysis.

Manufacturer narrative:
The insulin pump passed the self-test and displacement test. A slight grinding noise anomaly noted during the displacement test and rewind test due to faulty motor assembly. The device had had minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads.